Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The hydrophilic coating on the wire was sheared off into an artery in the digit of the patients foot. They attempted to remove the embolized piece of wire using an aspiration catheter. The piece was not removed and the physicians determined that it was safest to leave the foreign body in the patient so that it would not damage any healthy vessels. Additional information was requested but not received.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The approach hydro st microwire wire guide was returned for an evaluation. The product was returned in a damaged and used condition. The wire is coiled and the hydrophilic coating was not present on part of the wire. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.